Event description:
Patient reported that she experienced ongoing concerns with the infusion sets. Prior to insertion, the infusion set did not correctly deliver insulin. She bolused outside of her skin until she observed that insulin was being delivered, and then she inserted the needle. The first time she removed the headset, the cannula was "deformed." Alleged infusion sets were discarded and will not be returned for evaluation. Patient experienced hyperglycemia of unknown levels. The patient did not require treatment from a health care professional or second party to address the issue. Additional information was not provided.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.